Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inappropriate shock was seen due to oversensing involving this device. The patient recently had a sternotomy and a pacemaker placed epicardialy without any screening performed. The field representative checked the device and noted that the device was already programmed off. The patient was then screened and it was noted that all three sensing vectors failed screening while the patient was paced, and when pacing was turned down patient failed all three sensing vectors as well. An x-ray performed showed that the electrode had moved from its previous position likely due to the sternotomy. On the programmer it was possible to see the device double counting signals intermittently. The system was subsequently explanted, discarded, and replaced with a transvenous system. No additional adverse patient effects were reported.